Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 1 year due to prosthetic valve endocarditis with septicemia. The surgeon noted that there was no malfunction of the edwards valve. The infection source was reported to be a systemic bacterial infection. Complicated by intestinal ischemia requiring operative intervention. He had been treated with multiple courses of antibiotics with no evidence of vegetation on the valve by echocardiography, but with persistent bacteremia. In addition, he also had evidence of an anular abscess. At the time of this procedure he was found to have very dense adhesions obliterating the pericardial space requiring a tedious dissection. The saphenous vein graft and the left internal mammary artery graft were preserved. The aortic valve was found to have vegetations lining the leaflets. In addition, there was also an abscess at the commissure between the right and left cuffs. The infected valve was explanted and the anulus was debrided extensively and reimplanted a 25 mm bovine pericardial edwards lifesciences magna ease valve. He had normal left ventricular function. He tolerated the procedure well.

Manufacturer narrative:
(B)(4). Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. In this case, the surgeon noted that this was a systemic bacterial endocarditis. There was no malfunction of the edwards valve. Unfortunately, the explanted device was not returned for analysis; therefore, the root cause of this event could not be confirmed. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote.